Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks, far p-wave oversensing and decreased pacing lead impedance. X-ray revealed lead dislodgement. The lead was explanted and replaced without complications. The patient was in stable condition post-procedure.